Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the there was a break in a secondary line in the cancer center. Potential chemo exposure.

Manufacturer narrative:
It was reported by customer that the there was a break in a secondary line in the cancer center. Potential chemo exposure. One representative sample of 10016073, with a lot number of 24103145, was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The sample was primed and connected to a bd primary infusion set. A simulated infusion was conducted at a rate of 125 ml/hr. There were no issues of leakage, air-in-line, occlusion or separation with the sample submitted. The customer complaint of component damage - leak was not confirmed. A root cause for the failure was not determined because the reported issue was not replicated. A device history record review for model 10016073 and reported lot number 24093243 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10016073 and received lot number 24103145 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.